Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the memory log has been reviewed and found that while implanted the device recorded no suspicious faults or resets. The device was put through and passed the returned products test. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.